Event description:
Customer's son reported the death. Caller does not know what, if any events led up to the customer's death. Customer was in a diabetic coma. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.